Manufacturer narrative:
The lot number is unknown.

Event description:
Information was received that the cadd administration sets flow stop was unable to be primed and leakage was noted around the filter. There was no patient injury.